Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot# va1h676, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1h676, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that "its just wrong, something is inflaming something" and patient is in pain and feels like something is hitting a nerve going down her leg so she cannot walk well. Patient clarified this pain is not due to stimulation, its "something in the wires" and the "presence of the wires".no further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28 lot# va1h676 serial# implanted: (B)(4) 2018 explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported that the pocket of the ins looked good with no infection and that the health care professional was considering revision. No further complications were noted or anticipated.